Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2015 due to pain and osteolysis in the proximal femur. An irrigation and debridement was performed and allograft bone was grafted onto the patient's proximal femur. The modular head and polyethylene liner were removed and replaced. It was noted during the revision procedure that the liner was discolored, however it was not fractured.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Wear of the returned product was noted; however, a conclusive root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.